Event description:
On 8/21/97 port-a-cath catheter fracture; distal tip retrieved from rt atrium in cath lab. 8/25/97 portal septum with 2 inches of proximal catheter surgically removed. Post-op hypotensive episode. 8/26/97 discharged.